Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The medical surveillance specialist spoke with the pt on december 23, 2009 and obtained the following info. The pt reported that the alleged power issue began the day lifescan was contacted at 2:00pm after the subject meter was dropped in liquid. The pt is on an insulin pump (basil rate of 4 units/hr); however, denied making any changes to her diabetes regimen as a result of the alleged issue. Approximately 2 hours after the issue started, the pt claimed she felt shaky. In response to the symptoms, she reported treating self with food and/or drink and feeling better afterwards. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.